Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2024. The patient stated that inaccurate cgm values affected insulin delivery from the insulet omnipod5 in hybrid closed loop. On (B)(6) 2024, the patient experienced body pain and was nauseated with ketones. The bg/cgm values at the onset of symptoms were not provided. The patient went to the emergency department. There, the cgm was reading 144 mg/dl and the blood glucose reading was 263 mg/dl. The patient was treated with IV fluids and discharged the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.